Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-16935. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and gel bleed.

Event description:
Patient's representative reported "patient implanted allergan devices that are defective", "patient had an epileptical attack after 15 years without them", "started to have other symptoms like muscle and bones pain, allergic symptoms, cataplexy, depression, headache and others","mast cell activation syndrome (mcas) was diagnosed and there was a suspect also of autoimmune inflammatory syndrome induced by adjuvants (asia)", "symptoms that are corresponding to the breast implant illness (bii)", "other medical exams were performed and many toxic substances were found in the patient's body (for the silicone gel bleeding)". "High-grade fibrosis with evidence of foreign material in the pseudocapsule the breasts on both sides" medical reports also stated ¿narcolepsy¿, ¿asthma¿, ¿postural orthostatic tachycardia syndrome (pots)¿, ¿asperger¿s¿, ¿ptsd after childhood trauma at 7 years of age¿, ¿hashimoto¿s thyroiditis¿, ¿fibromyalgia syndrome¿, ¿episodic gastrointestinal, dermatological, cardiac, respiratory, urological, ophthalmological and neurological symptoms¿, ¿chest pain¿ and ¿flu-like symptoms.¿. Later patient's representative reported "high-grade capsular fibrosis on both sides", "fluid accumulation in the left breast (seroma)", "anxiety or psychological stress due to fear of bia-alcl, panic attacks" "pain in the back area and shoulders (arm on the left can only be lifted up to the shoulder)" "frequently swollen lymph nodes in the jaw and neck area", "extreme feeling of tension in the chest", "depressive mood, sleep disorders, listlessness", "lack of concentration, brain fog", "asia/bii", "epileptic grand mal seizures and absence seizures (since 2016, previously 15 years seizure-free); incapacitated for work as a result", "narcolepsy type 1 with cataplexy (diagnosis 2019)", "extreme hair loss", "massive headache", "dizziness and lightheadedness", "nausea and indigestion associated with significant abdominal pain", "intermittent pain in muscles and joints (from 2017)", "extreme exhaustion / severe exhaustion", "weight gain with the same nutritional behavior", "allergy-like symptoms (swelling of the hands and eyes, red face)", "flu-like symptoms without fever with chills and sleep attacks", "reflux regurgitation and food intolerances/food intolerances", "autoimmune disease hashimoto (dysregulation of the thyroid gland)", "strong body odor (armpits) with increased sweating", "mild visual impairment, intermittent blurred vision", "chronic inflammation in the mouth (severe bleeding gums, canker sores)", "candida infections", "sensitivity to noise up to brief hearing impairments", "spontaneous tingling in the fingers to the point of stiffness and numbness", "common diseases due to weakened immune system", "repeated fainting / loss of consciousness", "permanent and consistent chest pain (stinging, pressure)", "pale skin and strong dark circles under the eyes", "swelling of the face, hands, legs, feet", "extreme, burning pain throughout the body (intensity 10/10)", "throbbing nerve pain in the body", "balance disorders", "light sensitivity", "skin rash", "palpitations, high blood pressure", "asthma, shortness of breath, feelings of suffocation", "lump/pressure feeling in the throat", "hormonal problems (premature onset of menopause, estrogen dominance, loss of the uterus due to hysterectomy)", "night sweats", "burning and tearing of the eyes", "sensory disturbances, polyneuropathy", "allergies detected for the first time", "fibromyalgia (pre-existing condition, under control before implantation)", restless legs syndrome". The device has been explanted and replaced with a new device. This record relates to left side.